Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic aorta (ta) and the left subclavian artery (sca) using penumbra coil 400s (pc400s). During the procedure, the physician stented the ta and advanced a non-penumbra microcatheter into the sca. The physician then successfully placed three competitors'' coils into the sca. When attempting to advance the fourth coil, a pc400, through the microcatheter, the physician reported feeling resistance at the proximal part and it could not advance more than 5 cm past the hub. While withdrawing the pc400 in an attempt to re-advance it, the pc400 unintentionally detached within the microcatheter. The physician then removed the pc400 coil by hand and it was no longer used in the procedure. The procedure was completed using three additional pc400 coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured at approximately 5.0 cm from the proximal end. The pull wire was pulled out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pc400 revealed a fractured pusher assembly and a detached embolization coil. If the pusher assembly is fractured and the two fractured segments are separated, the pull wire may be retracted out of the ddt and the embolization coil will detach from its pusher assembly. The root cause of the fractured pusher assembly could not be determined. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the cause of the fractured pusher assembly.